Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the chest x-ray revealed the metal of the bend relief was not fully engaged. The pt had been recently admitted for frequent ventricular tachycardia (vt). They were unable to ablate and the pt is very symptomatic. The pt is now on amiodarone and mexilitine with better control. No evidence of hemolysis was noted. The pt was to be taken to the operating room on (B)(6) 2012, to repair the bend relief. Additional information received 21 days later confirmed that the bend relief was reattached with felt around the connection.